Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ADA 15. Details of surgery: Immediate extraction site. On (B)(6) 2026 loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility and Increased Sensitivity. No further patient complications were reported.